Event description:
The pump was returned for disposal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of pump serial # (B)(4) revealed over infusion from the pump head. A motor stall recovery occurred on (B)(6) and the elective replacement indicator (eri) occurred on (B)(6) 2013 due to time progression. Flex dosing was used with off-label drugs. Dispensing was tested twice and was found to over dispense both times. When the pump was emptied and yellow fluid was removed. Still no issues with aspirating or filling the pump were noted. It appeared that the pump head rollers, at least two of the three, might have been sticking at times. The pump tube also showed signs of wear markings that suggested that the tube might have been twisting or likely been squeezed under the pump head. The pump tube was stuck to the pump head, along with the lower bearing that the pump head rested on was stuck to the bulk head. Residue was present on the surface of the gear train. The reservoir was opened and there was a little bit of residue left in the bellows after it was decontaminated with bleach and flushed with water. This leftover residue was believed to have caused the discoloration in the water in the pump that was previously noted. Due to intermittent test results, it appeared that the pump over dispensed. The inconsistent dispense was believed to have been caused by the condition of the pump tube or of the tube, bulkhead or pump head no longer meeting design specifications. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Analysis of catheter serial # (B)(4) revealed acceptable testing. A very small segment was returned. No anomalies were found with what was returned. The device system was used to deliver morphine and bupivacaine.